Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2013 and suture was used. Two months following the procedure, it was noted that the patient had proliferation of granulation tissue on the cervix and returned to the hospital. The patient is currently discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative sample from the same lot number as the actual device was returned for evaluation. The package is in good condition. It is not crushed or scuffed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the surgeon examined the patient and advised to observe for awhile. At that time, the suture was absorbed. The surgeon opines that the triclosan contributed to the event. Currently the granuloma is remaining.